Manufacturer narrative:
Corrected data: d9 h3 other text : device not available

Event description:
The user facility reported that the housing broke during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no adverse consequences, no medical intervention and no delay.

Event description:
The user facility reported that the housing broke during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no adverse consequences, no medical intervention and no delay.